Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gzvn, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. When asked what other actions were taken or planned to resolve the infection, they responded ¿n/a.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1gzvn, implanted: (B)(6) 2017, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their body kept rejecting the device. They had 3 separate procedures to try to resolve it, but they kept having issues. They had a battery replacement first, but the wire was cutting through the skin and they were in severe pain. The doctor explanted the battery planning to replace it again in the future and try to implant the wire deeper, but the patient developed and infection around the wire, so the removed that as well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the infection around the wire did not resolve, and the devices were removed completely. No further patient complications are anticipated or expected as a result of this event.